Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed from 01 jan 2021 to 05 july 2023. No previous complaints on this device. Analysis of the returned device is complete. Results: the event log for nimbus ii plus, serial number (B)(6), was reviewed, and it was discovered that the event log captured the infusion complete alert. But it logged upstream occlusion error events. Then the test was performed on the nimbus ii plus, serial number (B)(6), where the pump flow rate accuracy was outside of the acceptable limit. The reported complaint was confirmed in the event log, and it was repeated in the performance test. The pump operates outside of specification and does not meet the acceptance criteria. This issue is being investigated under CAPA # it2022-06.

Event description:
A distributor received information from a nursing supervisor that the pump did not alarm and did not infuse. The reporter indicated that the pump acted like it was infusing and when the patient came into the clinic the infusion bag was full. Good faith effort for additional information on 4/13/2023 indicated the event occurred during infusion of 5fu. The volume to be infused was 232 and was being administered through a port. The reporter indicated there were no kinks, occlusions, or visible defects in the tubing. The reporter also noted that there was not a backup device.

Manufacturer narrative:
Return of the device has been requested.  As of the date of this report, device has not been returned.